Event description:
Health care professional reported "dislodgement." The device was explanted but not returned to the MFR for analysis. A follow up report will be sent when additional information is received.